Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported right side pain, swelling, seroma fluid as well as an exchange from textured to smooth due to concern with the product. Device has been explanted.

Event description:
Healthcare professional reported, right side pain, swelling. Seroma fluid, as well as an exchange from textured to smooth, due to concern with the product. Device has been explanted.

Manufacturer narrative:
Continued: a.4: 77.20 kg.

Event description:
Healthcare professional reported right side pain, swelling, fluid around implant, seroma fluid, capsular contracture baker grade I, as well as an exchange from textured to smooth due to concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety/product/procedure: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Seroma: unable to confirm as it is a medical event not related to the device. Edema: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed. Crease fold observed. Yellow particles on the surface of the shell. No further actions are required as the device was implanted.